Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer declined further troubleshooting with tandem technical support to resolve the issue. Customer's blood glucose (bg) level was reported to be "high" via continuous glucose monitor reading; cause was unknown. The high bg was corrected via a manual correction injection.